Event description:
It was reported that the device was implanted and explanted in 2008 due to regurgitation. Reportedly, the explant was not device related as it was reported by the health provider that an attempt to repair the mitral valve was unsuccessful. It was additionally reported that it is unknown if the device is available for return.

Manufacturer narrative:
Device not returned.